Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mensio report revealed the access vessel was tortuous. Review of the post procedural device photograph revealed the crimped valve partially exposed through the sheath liner at the transition between the non-expandable/expandable portion. As reported, ¿upon removal, the valve was not visible in the sheath¿, so the exposed crimped valve on picture was due to post-procedural handling at the field. Due to low resolution of the provided picture from site, the frame damaged could not be confirmed. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The complaint was not able to be confirmed; therefore, a complaint history review is not required. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed due to the unavailability of the device. It cannot be determined if a manufacturing non-conformance contributed the reported event. However, a review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. As reported, ¿during a transfemoral tavr procedure, resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. Upon removal, the valve was not visible in the sheath. However, the physician noted a small scratch/puncture on the sheath with ¿something sharp¿ at the sheath puncture¿. Per the procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as stated in case notes and seen in 3mensio report, patient¿s access vessel was tortuous. Presence of tortuosity creates a challenging pathway as it can create sub-optimal angles for delivery system/thv insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance and require higher push force for delivery system/thv advancement. As captured in product risk assessment and CAPA, it has been identified that high push force/resistance of commander delivery system with sapien 3 ultra valve through esheath can cause secondary failures such as valve frame damage. In this case, it is possible that high push force or excessive device manipulation applied overcome resistance caused by vessel tortuosity have resulted in valve frame damage. These patient/procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra thv, may increase the rate of frame damage. The CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment and CAPA were previously initiated to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
As reported, during a transfemoral tavr procedure, resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. The valve could not be advanced past the non-expandable (white) portion of the esheath. Several maneuvers were attempted to resolve the issue without success. The valve, delivery system and sheath were removed as a unit. Upon removal, the valve was not visible in the sheath. However, the physician noted a small scratch/puncture on the sheath with ¿something sharp¿ at the sheath puncture. A 16fr esheath was prepared and a new valve and delivery system were prepared and successfully used for the procedure. At the time of the report, the patient was in stable condition and had been discharged. The new valve remains implanted in the patient.